Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the analyzer and found a bent mixer paddle. After the service visit, the customer had no further issues. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay results from the cobas e411 rack analyzer. The initial result was 0.6 and the repeat result was 46. No unit of measure was provided. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.